Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 4.00 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with stent struts lifted and pulled over balloon and tip at distal section. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 4.00 x 48mm synergy xd drug eluting stent was selected for use. However, when removing the stent out of the hoop, the stent appeared to be off the balloon. The device was not inserted into the body. The procedure was completed with a new 48mm synergy stent. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 4.00 x 48mm synergy xd drug eluting stent was selected for use. However, when removing the stent out of the hoop, the stent appeared to be off the balloon. The device was not inserted into the body. The procedure was completed with a new 48mm synergy stent. There were no patient complications reported.